Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Analysis of customer's data revealed that all inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. From 08/19/2010 to 07/05/2011, eighteen therapeutic and three normal donor tests have been performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (B)(6) alleged discrepant results compared with another point-of-care meter and the lab on one patient. Results as follows: patient's therapeutic range: 2.0-2.5 inr.